Manufacturer narrative:
Patient weight not available. Device remains in patient. This is the final report.

Event description:
A report was received that the patient underwent surgical intervention to tighten the screws in her ipg header as surgeon believed this may not have been completed during implant procedure. After the surgery, the patient is reportedly doing well.